Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by customer "powerloc port needle breaking apart from the tubing. It almost appears that is has been cut. When the patient was at facility we attributed it to him "chewing on the line" but now it seems this may not be the case."